Event description:
Technician alleged head section is off alignment.

Manufacturer narrative:
Cause: unk, cannot verify reason for head section becoming detached from tracks. Technician replaced head section weldment, long link for head sensor & both left and right retracting arm assemblies to resolve. No injuries reported.